Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), skin removal/skin tearings were found on the patient upon removal of the electrode pads. Complainant did not indicate if additional treatment for the wounds sustained were required. Please reference medwatch reports: 1218058-2021-00054, 1218058-2021-00055, 1218058-2021-00057, 1218058-2021-00058 and 1218058-2021-00059 for similar events reported from the same customer.